Event description:
On (B)(6) 2013, reporter contacted animas, alleging that the display screen was dim and difficult to read. In a subsequent call to animas, patient stated that for a couple of weeks now the dim display screen issue had been a problem. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.